Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital pharmacist reported that the vitreotome did not cut during surgery. No clinical consequences are reported.